Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The facility's biomedical engineer (biomed) has reported that the some of the recorder parts were swapped out for testing and then swapped back to the original parts. The biomed engineer replaced the main board to resolve the issue. The iabp was returned to clinical use.

Event description:
It was reported that during preventative maintenance (pm) of the cs300 intra-aortic balloon pump (iabp) by the customer the volume cylinder needed to be adjusted and as a result the recorder was removed and plugged back in. While being plugged back in the main board was damaged and the recorder failed to work. There was no patient involvement; thus no adverse event was reported.